Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. Customer stated that no matter how much insulin 90% of the day blood glucose was 400 mg/dl, back on syringes and did not think the insulin pump was giving the insulin, it will drop like 10 units but it did not dropped. Customer current blood glucose level was 380 mg/dl. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer alleged insulin pump was under delivering because 3 weeks insulin units were changed but her blood glucose was still not going down. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.